Event description:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452212/01422616) codman coils (cashmere 4x6 (crc14040630/lot# unknown), deltaplush 3x6 (cpl10030620/lot# unknown) and other non-codman coils of the right parasellar, and thirteen months after the index procedure, recanalization of the treated aneurysm was revealed. It is unknown why during the index procedure, the degree of aneurysm occlusion was 90%, but at the time of the event, the aneurysm had an occlusion rating of 60% which required an additional coil embolization. There was no information regarding its occlusion rate after the procedure. The event was considered a natural course of the symptom. Action taken was an additional coil embolization. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of two weeks was recovered without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, (B)(6) 2012, clopidogrel sulfate 75mg/day: (B)(6) 2011, (B)(6) 2012, argatroban hydrate 60mg/day: (B)(6) 2011, heparin 5,000u was administered intra-procedurally on (B)(6) 2011 and (B)(6) 2012. Prior to implanting the vrd at the time of index procedure, lancher/medtronic, 606-s255x(lot#unknown),traxcess/terumo were utilized. Other devices utilized during the procedure were, lancher/medtronic, excelsior sl10 type j, cashmere 4x6 (lot# unknown), deltaplush 3x6 (lot# unknown), ed/kaneka(total 7). No further information is available and procedural images are not available. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00635 & 2954740-2012-00636. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from the (B)(4) pms enterprise clinical study indicated that there was recanalization of the treated right parasellar aneurysm thirteen months after the enterprise vrd (enc452212/01422616) assisted coiling with two codman coils (cashmere 4x6 -crc14040630/lot# unknown and deltaplush 3x6-cpl10030620/lot# unknown) and seven noncodman coils ((B)(4)). Post index procedure the aneurysm occlusion rate was 90%. At the time of the follow-up the aneurysm had an occlusion rate of 60%. Additional coil embolization was required which was done approximately five weeks later. There was no information regarding the occlusion rate after the follow-up procedure. The angiographic appearances were satisfactory and there was no issues noted. The event outcome as of two weeks was recovered without sequelae. It was reported that the event was considered a natural course of the symptom. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient's medical history consisted of hypertension. Additionally the enterprise vrd assisted coiling was treatment of a previously-treated unruptured saccular right parasellar aneurysm; however, further information is not available regarding the previous coiling. The neck to sac ratio was 4.9mm:8.1mm. The parent vessel size was not measured. Heparin 5,000u was administered intra-procedurally. The act was 156 seconds pre anticoagulation and 312 seconds post anticoagulation. Argatroban hydrate 60mg/day was administered beginning the index procedure day until one day post index procedure. The modified rankin score (mrs) scale was 0 pre-index procedure and remained 0 post index procedure. Antiplatelet therapy included aspirin 100mg/day and clopidogrel 75mg/day beginning twelve days pre-index procedure through 13 weeks post index procedure. It was resumed nine days prior to retreatment of the aneurysm. No further information is available and procedural images are not available. The lot numbers of the implanted codman coils are not available; therefore, a device history record review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include aneurysm and neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Clinical factors appear to have contributed to the event with no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00635 & 2954740-2012-00636.